Event description:
It was reported by the china food and drug administration (cfda) and the adverse reaction event center of shanghai, and not directly by the customer to medtronic, that while in use on a patient, the pb840 ventilator generated a "hardware error" and was unable to ventilate. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported by the china food and drug administration (cfda) and the adverse reaction event center of shanghai, and not directly by the customer to medtronic, that while in use on a patient, the pb840 ventilator generated a "hardware error" and was unable to ventilate. The unit was not available to medtronic for analysis. The evaluation/repair for the reported issue was performed by a third-party service personnel. Based on the evidence available, there was not enough information to make any determination and additional details, such as repair details, were not available from the customer. The current status of the ventilator was reported to be "working properly". The investigation determined that there was insufficient information to determine the cause of the event. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.